Event description:
During the repair of a bilateral mandibular fracture the drill became hot to hold and a "penny sized" superficial burn was noted on the pt's mouth. The burn was treated with silvadine. Investigation of the drill concluded that the condition of the handpiece would not generate abnormally high temp. It would burn a pt unless the handpiece was improperly used. Instructions for use warn against improper use.